Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was noted that a pc board was loose, which was reconnected. The ventilator then passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided.since no parts were returned for investigation, the root cause of the event was a loose pc board. This will be noted during start-up.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarm during turning off. There was no patient harm. Manufacturer's ref. #: (B)(4).